Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Information contained in this report was previously submitted through psr on 22apr2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Photo evaluation: analysis of the returned device identified: broken shell, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified wear abrasion, sharp opening on posterior, sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: an sharp broken and opening on posterior due to an unidentified (tear) opening. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported right side "pain around the nipple and pressure sensitivity.¿ subsequently, patient reported implant rupture and seroma. Device has been explanted and replaced with another manufacturer's device.